Event description:
Medics were monitoring a pt during a transport and the unit's monitor screen display became erratic. The complainant indicated that the alleged malfunction was intermittent. The medics ran stips to monitor the pt's rhythm. There was no adverse effect on the pt.